Manufacturer narrative:
(B)(4). The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. Unable to verify battery cap damage due to pump received without the original battery cap. Pump monitored for several days with a test battery and no damage on the test battery noted. Pump received with moisture damage on the pbc1 and battery tube assembly. No moisture damage on the pcb 2, motor or keypad assembly noted. The insulin pump received with cracked case behind the pump at the battery compartment, scratched case, pillowing keypad overlay and minor scratched lcd window. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the battery exploded in the insulin pump. The customer stated insulin pump had moisture damage. Customer reported there was fluid in the battery compartment. Customer stated o-ring on the battery cap was in place. Customer stated o-ring was free of debris. Customer stated battery cap was damaged. Customer stated the home screen appeared on the display. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.